Event description:
The insulation of the cautery needle tip caught fire during use. Bovie settings at cut 0, coag 15. New tip applied to the hand piece without further incident. Procedure was tonsillectomy/adenoidectomy. No tissue damage noted by physician.